Manufacturer narrative:
The device is used for therapeutic purposes only. (B)(4). The device was returned for evaluation and repair in medtronic singapore facility. Preliminary incoming inspection of the hand piece found the motor was seized due to excessive corrosion. Pre-repair temperature testing could not be completed due to the condition of the received device. The device has been repaired, tested to product specification and returned to customer.

Event description:
It was reported that the handpiece gets hot during use. There was no report of patient or user injury.